Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient when the hospital¿s power was turned off and on, the ht70 ventilator¿s screen froze and ventilation stopped. The device was replaced with no patient harm.

Manufacturer narrative:
Device evaluation: service engineer evaluated the ventilator and installed a new software version. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.